Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism and cannula assembly did not find any damages or abnormalities that could contribute to the dislodging of a cannula. Although no issues were observed, the exact cause of the reported dislodging could not be conclusively determined. Blood was observed on the adhesive pad of the device. The cannula assembly and bottom housing were inspected for damages or abnormalities that could contribute to bleeding/bruising and no issues were observed. Although blood was observed, the exact cause could not be conclusively determined as no other issues were noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (abdomen). Blood at the site was also reported post removal. As treatment, manual injections were delivered and a new pod was applied.